Event description:
It was reported that the tactra malleable penile prosthesis was not performing as expected. The patient underwent surgery two weeks later and inspection confirmed that the device was not bending as expected. Therefore, the device was replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this tactra malleable prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined. Both cylinders were cut to 16 cm. The reported device not performing as expected allegation was not confirmed. Based on analysis results, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the tactra malleable penile prosthesis was not performing as expected. The patient underwent surgery two weeks later and inspection confirmed that the device was not bending as expected. Therefore, the device was replaced. No patient complications were reported.